Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, there was difficulty loading the lens, hard to insert into cartridge potentially due to use of an incorrect cartridge. The procedure was completed on the same day. Additional information has been received as the lens inserted and removed during the initial procedure.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified cartridge was used. The company lens 30.0 diopter is beyond the qualified range for use in a company cartridge. A qualified handpiece was used with an unknown viscoelastic. The root cause for the reported complaint of hard to insert into cartridge was most likely related to a failure to follow the IFU. A non-qualified cartridge was used. The diopter of the lens was beyond the range for the selected cartridge (+6 diopter through +27 diopter). The 30.0 diopter is qualified only for use in the company different model cartridge with qualified associated products. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an alcon qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The viscoelastic used in the cartridge is also unknown. The reporter indicated that the product was not available for return. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).